Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that unstable speed occurred. A rotablator rotational atherectomy system was selected for use. Unstable speed was observed during testing performed prior to use. The device was not used. As no patient was involved, no patient complications were reported.